Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a 40-year-old female patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included midazolam for hives. The patient's medical history included depression, asthma, upper respiratory symptom, dysuria and perineal pain. Concomitant products included ciprofloxacin hydrochloride (cipro 1a pharma) and metronidazole benzoate (flagyl). On an unknown date, the patient started midazolam at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, weight increased, weight decreased and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion confirmed. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included midazolam for hives. The patient's medical history included depression, asthma, upper respiratory symptom, dysuria and perineal pain. Concomitant products included ciprofloxacin hydrochloride (cipro 1a pharma) and metronidazole benzoate (flagyl). On an unknown date, the patient started midazolam at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, weight increased, weight decreased and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion confirmed. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), bladder disorder, urinary problems, migraines, headaches, weight gain, weight loss and painful intercourse added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.